Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 9/8/2016. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual inspection revealed the tubing contained fluid and the filter was saturated with fluid; no other visual anomalies were noted. The luer lock was connected to a fms pump and was found to fit correctly. The system was pressurized with air to check for leaks in the tubing and connections, and no leaks were identified. A full functional test of the tube set on an fms pump could not be performed because the filter was saturated with fluid, which compromises its functionality. This complaint can be confirmed based on the presence of fluid in the filter, indicating overfill of the fill chamber. A potential root cause for the reported failure is that the luer lock was not fully connected to the pump during use, which would be a user error issue. An air leak at the connection of the luer lock to the pump would affect the pressure detected, causing the fill chamber to overfill and saturate the filter. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's fms tubing was causing the fill chamber to fill up when the run stop button was pressed during a shoulder scope surgical procedure. The sales rep stated that the issue was recreated on another pump with the same tubing. The case was completed when they switched to an fms vue. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.